Event description:
The advocate purchased a new contour meter kit for the customer. He alleged that the sample bottle of test strips in the kit may have been opened before the kit was purchased. The test strips would usually be returned for evaluation, as exposure to moisture can cause high test results. The customer declined to troubleshoot or provide any information and ended the call. No product will be returned.

Manufacturer narrative:
The customer did not provide any product information, so it was not possible to determine a manufacture date.